Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter was explanted and replaced with a new aus due to a hole in the cuff which resulted in fluid loss. No patient complications were reported.